Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 136 mg/dl. The paramedics were called to treat high blood glucose reading of 475 mg/dl. Customer bolused when the blood glucose was 550 mg/dl the bolus did not work. Customer tried a manual injection. The blood glucose started to climb again. Customer visited his endocrinologist and was transported to hospital. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window corners.